Manufacturer narrative:
Mitek complaints received information via email from our affiliate on july 15, 2014 that this single complaint event was inadvertently reported twice as it was believed to have been two different events. It has since been confirmed to have been one single complaint event. This complaint file is considered to be closed, and has been voided in our complaint system as a duplicate complaint file, the actual complaint event is documented via medwatch # 1221934-2014-00213.

Event description:
Post op, patient presented with pus around the tunnel of the screw. The tunnel was not infected. Surgeon performed a revision acl procedure. The product involved is a milagro tibial screw, product code and lot number to be advised. Primary procedure details to be advised. Revision date to be advised. Patient details to be advised. No other information available.

Event description:
Post op, patient presented with pus around the tunnel of the screw. The tunnel was not infected. Surgeon performed a revision acl procedure. The product involved is a milagro tibial screw, product code and lot number to be advised. Primary procedure details to be advised. Revision date to be advised. Patient details to be advised. No other information available.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.